Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had general therapy questions, patient stated that the therapy seemed to work well for 2 weeks after surgery and has gradually provided less relief. Patient said they had tried increasing stimulation but wanted to know what else they can do if they did not experience the level of relief they were looking for. Patient said they were currently getting more than 50% symptom reduction. It was reviewed the therapy can take up to weeks or months to find the adequate setting that provided the patient with the most relief. It was reviewed that if they had tried increasing stimulation on their current program and it was still not giving her the relief they were looking for, patient could consult with their physician to discuss when to change programs and what programs to change to. It was reviewed that if patient did increase stimulation to not increase to the point of discomfort. No further patient complications were reported/ anticipated as a result of this event. Additional information was received. It was reported that the device had not really helped for the 6 weeks prior to report and they were wondering if it was normal to have to increase stimulation. Patient stated for 6 weeks they had been needing to change pads. They stated they had increased, however they were still having leakage. Patient stated they didn't increase a whole lot, just very little. Patient stated they did go through the different programs this past summer and might try this again. Patient reported no fall or trauma, but did state that they had started yoga. Patient was redirected to their healthcare provider.